Manufacturer narrative:
The used company cartridge was returned stapled inside the opened pouch. Inadequate viscoelastic was observed in the cartridge. Viscoelastic was only observed just past the loading area. The cartridge tip had a large aneurysm on the top. Heavy stress was also observed. The cartridge had evidence of placement into a handpiece. The used cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A photo was provided of an implanted single-piece lens. The optic edge was cracked. This damage was perpendicular to the travel path. This damage was similar to damage that can occur due to plunger override. No other determination can be made from the provided photo. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated with a non-qualified viscoelastic. It is unknown if a qualified handpiece was used. The root cause for the reported lens damage appears to be related to a failure to follow the (instructions for use) IFU. Inadequate viscoelastic was observed in the cartridge. The tip had a large aneurysm that may also indicate the lens/plunger were not in acceptable positions for advancement. It is unknown if a qualified handpiece was used. A non-qualified viscoelastic was indicated. The IFU instructs to completely fill the cartridge with ovd (viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iol (intraocular lens). No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The file will be reopened if new information is received. (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was found to be defective after implantation. Two fractures o cracks were found on the lens. Additional information has been received that in-surgeon opinion the cartridge caused the event. There was no patient impact.